Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and was hospitalized on the same day as onset. The cause was unknown. On an unreported date, the patient began treatment with amikacin (125 milligram each bag intraperitoneally), cifloxin tablet (200 mg, once daily) and linezolid tablet (600 mg, once daily). On an unreported date, the patient's catheter was removed. Six days after event onset, the patient was discharged from the hospital. The following day, dianeal and extraneal therapies were discontinued. At the time of the report, the patient had not recovered. Additional information is not available.